Manufacturer narrative:
The reported complaint was verified. Maximum temperature for the attachment head exceeded maximum allowable temperature standards during testing. Microscopic evaluations revealed minor gear wear on the head-tail and head assemblies and drive dog. Some debris was also observed within the cap head cavities and set components. All components looked dry with no evidence of lubrication.

Event description:
In this event a doctor reported that an estylus 1:5 handpiece overheated while in use. There was no injury or intervention.

Manufacturer narrative:
Though no medical /surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for eval, though results are not available as of this report. Eval results will be submitted as they become available.